Event description:
It was reported by the affiliate that during a sleeve gastrectomy procedure, at the eighth cartridge, the device became defective. The emergency opening system didn't work. It was also impossible to straighten the tip of the pliers. Used another clip to complete the stapling of the stomach and to remove the defective clamp whose a piece is in the jaws. The procedure was delayed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the complaint form indicated this was a potential adverse event. Was there any patient consequence or change in the post-operative care for the patient as a result of the event? The consequence is that the procedure time has been extended. The additional following information was requested, but unavailable: did the extended procedure time lead to any change in the post-operative care of the patient?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the extended procedure time lead to any change in the post-operative care of the patient? No the analysis found that one long60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The device was received locked on tissue with a trocar and that the nozzle was taken apart to de-articulate the device and remove the trocar. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.